Event description:
The affiliate stated the customer reported platelet background failed at system startup and several drops of greenish fluid leaked near the vacuum isolator chamber involving the coulter lh 500 hematology analyzer. The fluid was contained within the instrument. The customer also noted dried greenish fluid on the right side, inside of the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) replaced the cut tubing at pinch valve pv66 between lines ff239 and ff240 and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cut tubing at pinch valve pv66 is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).